Event description:
Patient was revised due to revision of painful hip. This patient had her hip replaced sometime in 2001 where she had a stryker vitaloc cup and a srom construct implanted. Recently her hip became painful so she seen surgeon x-ray of her hip showed that her acetabular cup had migrated superior and it was most likely loose. Surgeon explanted the stryker cup and the srom 32mm + 6 hip ball. The lot number for the hip ball and the implants left in situ were not legible. A new acetabular cup was implanted along with a new srom hip ball. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).